Event description:
It was reported that the surgeon inserted an micl13.2 implantable collamer lens in 2008 and the lens was removed in 2009 because the pt was complaining of vision problems. The lens was not replaced. The surgeon stated this is a lasik pt who had pre-existing halos and complained that the condition worsened after the icl was implanted. The surgeon stated she believes the incident was related to some cornea issue, but would like the lens inspected.

Manufacturer narrative:
Secondary, halos unlabeled. Eval. Results (other): visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed and there were no similar complaints found.